Manufacturer narrative:
Initial.

Event description:
It was reported that the user received persistent ¿change infusion set¿ alerts despite believing the supply change was completed, and the agent identified through device history that the insulin set had not been properly advanced until the fill cannula step was performed; guidance covered completing all supply change steps to reset the internal timer, with the issue associated with user procedure and the tubing component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem and identified a usage problem related to improper or incomplete procedure involving the tube. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.